Event description:
Ous MDR - after an implantation duration of approx. 5 years oversensing was reported that was reproducible with isometrics. The x-ray reportedly indicated subclavian crush syndrome. The lead was capped and replaced. An implant date was not reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed noise artefacts on the rv channel as reported in the complaint description. Furthermore the inspection of the provided x-ray images revealed a potential damage in the clavicular area as mentioned in the complaint text. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.